Event description:
It has been reported to the manufacturer by a sales representative that the velcro patch that hoods the strap together pulls off the strap when the baby kicks or strains against it. There was no report of any patient injury. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The incident device has not been received for investigation; however, the device history record was reviewed finding no anomalies to be documented. Further investigation of this product revealed the root cause of this failure mode to be related to the hook and loop seal. New functional tests have been implemented that require a minimum of 2 rows of sealant on each side of the hoop-and-loop and straps as well as applying pressure once the hook-and-loop have been connected to the strap. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.